Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for implantable pacing lead (ipl), the tip was extended and retracted when taken out of package, yet the tip came out again. Retraction of the ipl tip was performed twice before lead insertion. The ipl was implanted, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.